Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hbsag immunoassay result for one patient with the cobas e 801 module serial number (B)(4). Sample 1: on (B)(6) 2020, the initial result was 1.44 coi. The repeated result was 0.71 coi. The second repeated result was 0.786 coi. On ((B)(6) 2020, the result was 0.714 coi. Sample 2: on (B)(6) 2020, the result from an abbott analyzer was 1.1 s/co (reactive). On (B)(6) 2020, the results from the e801 were an hbsag of 0.731 coi, an ahbc of reactive, and an ahbs of 2 iu/l. On (B)(6) 2021, the sample had a nat of CT: 38.61. The questionable negative result was not reported outside of the laboratory.

Manufacturer narrative:
The sample, alarm trace, and details about pcr results were requested but not provided. The calibration and qc data were acceptable. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.